Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A labeling review for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle four. The patient's ultrafiltration reading was 2376ml, indicating the home patient (hp) drained 2376ml more than their maximum programmed fill volume of 2500ml. No additional information is available.